Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up arrow keypad button was sticking when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed intermittent responses to button presses on all keypad buttons. Multiple button presses requiring increasing force were required before the keypad buttons would engage. None of the keypad buttons had normal spring back or click and there was evidence of adhesive/contamination found under all key contacts. It was also observed that the battery compartment was cracked at the opening of the battery chamber extending down to the primary seal.